Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed. A pairing test was performed with a known good transmitter and passed. A review of the downloaded data log confirmed the reported event of no data points being displayed on the receiver by the findings of a loss of connection. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, no data points being displayed on the receiver. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. Data review confirmed the reported event of no data points being displayed on the receiver. The root cause was determined to be signal loss. The reported issue of no data points being displayed on the receiver is reportable based on the finding of loss of connection. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.